Event description:
An aneurx 20mm diameter x 16.5cm length bifurcated stent graft was selected for the treatment of an abdominal aortic aneurysm in a pt having small, tortuous, extatic iliac arteries with multiple calcific plaques. Intraprocedural angioplasty of the left iliac artery was performed which demonstrated mild improvement of vessel diameter, however, the stent delivery system was unable to be passed through the narrow external iliac artery and was therefore not able to be advanced to the target area in the aorta. The stent delivery system was removed intact and the pt underwent open surgical repair of the abdominal aortic aneurysm. The physician did not consider the incident a product failure and there were no add'l clinical sequelae reported relative to the event.